Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2017, the patient underwent a right knee revision due to instability, give-way episodes, falls, and pain. The surgeon indicated de-bonding at the tibial tray/cement interface, as the tibial component came out leaving all the cement behind. He offered not concerns related to the femoral component, though it was revised. The surgeon reported patella alta was seen in radiographs. It is unknown if the patella was revised. The patient was implanted with a competitor system and dupuy bone cement x 1. There were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017 (rt knee).